Event description:
Surgeon attempted deployment of endopath intraluminal stapler and only half the staples from the device engaged into patient's tissue. The device was later inspected by a sales representative, and they stated the device did not have the rest of the staples in the gun tip.